Event description:
On september 2, 2024, senseonics was made aware of an incident where the sensor the patient thinks his old sensor may not have been removed as he constantly gets "new sensor detected" alerts which is indicative of another sensor present in close proximity to the currently inserted sensor. No additional information about the event is currently available.

Manufacturer narrative:
The manufacturer is currently waiting for additional information regarding the incident. The additional information will be provided in a supplemental report.

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".for this incident, the patient thought his older sensor was never removed because the transmitter detects two sensors (the older one and the currently inserted one). The older sensor (sn (B)(6)) was inserted on (B)(6) 2024, which could not be removed during the first attempt. The patient does not remember the date of the event . According to the patient, the sensor was not palpable before the incision. Transmitter and an ultrasound was used to localize the sensor. Another removal attempt was tentatively scheduled for (B)(6) 2024, but was rescheduled. No date for another appointment was provided. After multiple follow up attempts, the patient mentioned he will keep the older sensor and as of now, he doesn't have any plans to get it removed. Since the sensor has undergone bio-compatibility testing and meets the requirement of a permanent implant. It will not cause a bio-compatibility concern if sensor remains in the arm. However, senseonics customer care advised the patient to make arrangements to have the sensor removed. This incident does not require any further investigation. B4.date of this report 19 december 2024. G3.date received by the manufacturer? 16 december 2024. H6. Type of investigation updated to 4119. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.